Event description:
The customer reported "pump recently stopped working ¿ received an error code that wouldn¿t go away and had to evert back to injections, later pump started back up". There was no reported adverse impact to the customer. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.